Event description:
The customer contacted stryker to report that their device intermittently lost power. This issue has the potential to either delay, or prevent, defibrillation from being delivered, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker field service representative (fsr) performed an evaluation of the customer¿s device. The stryker fsr was able to verify the reported issue but unable to duplicate it. The battery pins were replaced, as a precautionary measure, as well as the 2 (two) batteries that were used during the reported event, which were from 2019. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue could not be determined.